Event description:
It was reported that the customer's 8015 bd unit had a system error. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8015 system error. Technical support: 1. Replace power supply processor board. 2. Replace logic board. 3. Return to factory. Recommended replace logic board. We no longer accept pcu8015 with 4.7" display for factory service, because it was eol. Michael will retire the unit, because logic board not available. A review of the device history record for sn (B)(6) was performed from date of manufacture 10/10/2008 to present date 01/19/2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: michael reported pcu8015 gave a system error, system on red light flashing and alarms. Even power cord was un-plugged and battery was removed. Pcu sn (B)(6) it was 4.7" display eol and end of support. Michael may have to retire the unit because logic board is no longer available. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. No product returned.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the customer's 8015 bd unit had a system error. There was no patient involvement.